Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer experienced a blood glucose (bg) level in the 500 mg/dl range. The customer was hospitalized on (B)(6) 2016 for diabetic ketoacidosis and was treated with an insulin drip. The customer was discharged the next day. However, the high bg (525 mg/dl) continued on (B)(6) 2016. Correction boluses and an increase in the basal setting were used to address the bg level. The contact thought the cause of the high bg and hospitalization may have been due to a bad infusion site. Tandem customer technical support (cts) was unable to confirm if the infusion site was the cause; however, cts had the contact perform a system check with the current supplies and the pump was found to be functioning as expected. The contact stated that changing the personal profile settings and infusion sets would be discussed with the healthcare provider.